Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2012-04200, 2134265-2012-04202, 2134265-2012-04203. (B)(4) study: it was reported that following a percutaneous coronary intervention, the patient experienced myocardial infarction. In (B)(6) 2011 patient presented with unstable angina and underwent a percutaneous coronary intervention. A 2.25x9mm, 70% stenosed target lesion in posterior descending artery (pda). The pda lesion was pre-dilated and the 2.25x12mm taxus element stent was implanted, resulting in 0% residual stenosis. A 2.25x12mm, 75% stenosed target lesion in the first posterolateral branch (rpl). The 2.25x16mm taxus element stent was implanted, resulting in 0% residual stenosis. A 2.5x10mm, 70% stenosed target lesion in the right coronary artery (rca). The 2.5x12mm taxus element stent was implanted, resulting in 0% residual stenosis. A 2.5x10mm, 75% stenosed target lesion in the left anterior descending (lad) artery. The 2.5x12mm taxus element stent was implanted, resulting in 0% residual stenosis. On the same day post index procedure prior to discharge, an ECG revealed a non q-wave myocardial infarction. The following day elevated cardiac markers were observed in the post procedure lab results. The patient did not experience ischemic symptoms and no other action was taken to treat this event. The patient was discharged on aspirin and clopidogrel.